Manufacturer narrative:
H11: additional manufacturer narrative: corrected sections: b5, h6(component code, clinical code, investigation findings, investigation convulsion). Updated sections: h6 (type of investigation). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The root cause of this event was determined to be most likely due to patient related factors hyperlipidemia (hld), and diabetes mellitus (dm). The subject device is not available for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that patient with 25mm 3300tfx aortic valve underwent valve-in-valve procedure after implant duration of six (6) years, one (1) month due to calcification, severe stenosis and regurgitation, and pfo. The procedure was performed with 26mm 9600tfx transcatheter valve. Patient was stable, transferred to ICU and was discharged on pod#1. This is a 74-year male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with 25mm 3300tfx aortic valve underwent valve-in-valve procedure after implant duration of 6 years, 1 month due to stenosis. The procedure was performed with 26mm 9600tfx transcatheter valve.